Manufacturer narrative:
(B)(4).

Manufacturer narrative:
11/12/15 - included the event description which was missed on the initial submission. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemaker¿s memory content was inspected. The inspection revealed that the device switched into the safety backup mode on the 1st of july 2015 as a result of the detection of invalid memory content. After the manual correction of the invalid memory content, the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. However the activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was explanted because of a device error message. Rep contact tech service and was advised that emi could have cause the device to give an error message. The patient's pocket was closed and the patient was moved to another room without emi, but upon interrogation the same message appeared. There were no adverse patient events reported. Should additional information be received, this file will be updated.